Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The black pulse wire of the trunk cable was damaged. The root cause for damaged cable could not be positively identified. No adverse event resulted from the damaged belt.